Manufacturer narrative:
D3: correction. D9: product received date 06-dec-2024. H3: one device was returned for repair with complaint that the device gave a plunger not in place alarm and was having intermittent screen issues. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual/functional testing was performed. Device failed power on self-test. It powered on with blank screen due to faulty plunger cable. Plunger cable was twisted and damaged. Replaced plunger cable, and device powered on normal, and display functioned as normal.

Event description:
It was reported that the device gave a plunger not in place alarm. Now having intermittent screen issues. It is unknown if there was patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.